Event description:
International affiliate reports that when the doctor tried to fix the 3-d halo crown system to the patient, one of the skull pins became stuck and could not be inserted or removed. The procedure was extended by two hours while awaiting the delivery of additional skull pins. During that delay, the skull pins were removed and some type of unidentified implants were placed in the patient. The affiliate has been asked to provide clarification. However, at the time of the filing of this report, that information has not been received.

Manufacturer narrative:
Depuy spine has requested return of the 3-d halo crown system for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The 3d crown system is not available for evaluation. Review of the device history record found no discrepancies. No other complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.